Event description:
"The safety device did not trigger. Rebound effect: blood exposure accident. Action:blood test, patient and nurse."

Manufacturer narrative:
The complaint concerns 1 unit of sure can safety ii reference 4447006 from batch 24m06g8670. Device history record batch record file number 24m06g8670 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the (B)(4) units from this batch released in 12/2024. Summary of investigations no device was returned for investigation. No pictures/videos of the complaint sample/observed defect were transmitted. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause without the complaint sample, conclusive pictures/videos of the defect, no thorough investigation is possible and we cannot conclude on the real cause of the incident encountered by the customer. Conclusion no thorough investigation can be performed without the involved sample, preventing the determination of the root cause of the met defect. If a new conclusive elements become available, the complaint will be reopened for further evaluation. This type of incident is rare (<0.001%). No actions plan is foreseen at this time.